Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique and constipation which resulted in peritonitis. The breach was further described as touch contamination. On the same day as diagnosis, the patient was hospitalized for the event and began treatment intraperitoneally, with 1gm vancomycin and 1gm ceftazidime and then received 1gm ceftazidime, intraperitoneally, for 21 days thereafter. Four days after being admitted, the patient was discharged from the hospital. On an unreported date, the patient was retrained on proper aseptic technique. At the time of this report, the patient was recovering from the peritonitis event. No additional information is available.